Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the hcp stated that they were afraid they did not have most of the information that we were requesting. The hcp stated that it was just a passing comment from the patient to ask if anyone else had ever reported anything similar, as the patient was not sure if it was anything to do with the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving baclofen of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the healthcare provider saw the patient at the clinic on (B)(6) 2025. It was indicated that the patient stated on two occasions, when they had been boarding a cruise ship and had to pass near the customs x-ray scanner, they then experienced an episode afterwards described as feeling like a baclofen ¿overdose¿. The patient did not actually go through the x-ray scanner in their wheelchair. It was further reported that both times the patient couldn't keep awake and felt disorientated. The patient ended up sleeping for 5 or 6 hours which left their wife wondering whether to seek medical assistance. However, the patient did feel back to normal after this. The date of the events were not specified (day, month, and year unknown). The healthcare provider performed a pump refill on (B)(6) 2025 and there was nothing showed on the information from the pump. They were questioning if this was just a coincidence or if an x-ray can cause issues with the pump.